Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had reached [elective replacement indicator (eri) battery status with a monitoring voltage of [2.57v]]. To determine if the battery depleted in a normal fashion, our laboratory technicians used engineering formulas to calculate expected longevity. Based on the available parameters and therapy history, we determined that this device did not meet expected longevity. Despite exhaustive analysis, we were unable to ascertain the root cause of the premature battery depletion.

Event description:
Boston scientific received information that this pacemaker device was believed to exhibit premature battery depletion during routine follow-up. This device was explanted, replaced and returned. No adverse patient effects were reported.